Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The lens model/diopter was not provided it is unknown if qualified lenses are being used. A qualified handpiece was indicated. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the reporter for further investigation. (B)(4).

Event description:
A facility representative reported that they have had issues with cartridges failing. The previous incidents were not recorded but they also did occur with the twist inserters. Additional information was provided that the issue was splitting at the tip or nozzle. It had to happen a few times before we caught onto it. The cartridges were from the same lot. We haven't had any issues since we switched to a new batch. No further information is expected.